Event description:
Our facility had several leaks when using the baxter 2b8152, lot ur12j24139, 500ml. All in one empty container bag. For 4 pts reported problem. Dates of use: (B)(6) 2013. Diagnosis or reason for use: used to on our inotrope pts.